Manufacturer narrative:
Additional information: six (6) unused samples (three samples of lot m19l06c and three samples of lot m19i07c) were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
There were two suspected lot numbers m19l06c and m19i07c. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of minicaps had inadequate iodine; further described as ¿design sponge was drying¿. This was observed during unknown process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.